Event description:
It was reported that the patient expired. There is allegation that the death was related to an output anomaly of sjm device. Hv lead exhibited low impedance and insulation abrasion. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reasons for return were insulation abrasion, lead impedance (hv) low and patient deceased. No mechanical or visual anomaly was noted. (B)(6).